Event description:
It was reported that the ilet did not charge on the wireless charging pad despite correct placement, use of multiple outlets, and secure cords, and the pad indicator light did not illuminate while the ilet initially showed a full battery. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no interruption of therapy and no medical intervention. Investigation included technical troubleshooting with power cycling by allowing partial battery discharge and reattempting charging. Investigation of this case revealed inability to replicate successful charging and a suspected charging pad malfunction. It was concluded that the charging pad likely malfunctioned and a replacement charging pad was provided as a corrective action.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.